Manufacturer narrative:
Event 1: three (3) unused sets, with packaging, were returned in connection with this complaint. Visual examination of the returned samples showed no defects. The samples were then tested for leakage per specification with passing results. No deviations were found during investigation. All returned product was functionally tested per specification with passing results. The reported defect of pump set leakage was not able to be replicated or confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: the IV set was found to be leaking paclitaxel during infusion at the filter aspect. The leaking appears to be a slow leak and at the end of the infusions. The first incident was during infusion, where when the nurse went to disconnect patient from infusion after therapy completed, she noticed approximately 3-5ml of paclitaxel dripped from the filter housing onto the floor. The nurse noticed when she felt the wetness on her hands. She was not wearing ppes. The nurse, washed hands with warm soapy water. No medical intervention provided. Cleansed floor per facility protocol for a chemo spill. There was no exposure to the patient and the patient received full therapy. No injury reported.